Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that noise occurred when the endoscope was shaken due to video connector socket failure (fixing pin failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a connector fixing pin error, and a noisy image. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.